Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted, concurrently with a hysterectomy. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to extruding and painful mesh and obstructive sling. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/14/2016. (B)(4). It was reported that following insertion the patient experienced incontinence.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete bladder emptying, urinary frequency, nocturia and irritative bladder storage symptoms.